Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported that following an intraocular lens (iol) implant procedure, the patient experienced an uncorrected refractive error. The iol was exchanged for the same model one and a half diopters difference in power approximately one month after the initial iol implantation. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that in the surgeon's opinion the cause of the event was "incorrect iol power". The patient's issues resolved and the prognosis is excellent.